Event description:
It was reported that the insulin pump had many scratches and a worn display. The caller declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.the insulin pump was received with cracked case on the lcd window corners, minor scratches on the lcd window, crack on the battery tube threads, and on the reservoir tube lip.